Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the middle of the threaded region. The drive feature is worn and contains unknown debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates a titanium screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device lot number not provided/unknown.

Event description:
The doctor indicated that a patient was presented with a fractured abutment screw (uniht) on (B)(6) 2017. The implant remains placed. All fractured parts of the screw were removed from the implant.